Event description:
It was reported the patient underwent a tha on an unknown date. Subsequently the patient was revised one month ago due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). PMA/510k: (B)(6). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02571, 0001822565 - 2021 - 02572, 0001822565 - 2021 - 02573.

Event description:
It was reported the patient underwent an initial tha. Subsequently the patient was revised due to unknown reasons one (1) month ago. Attempts have been made and additional information on the reported event is unavailable at this time.